Event description:
Clinical study. Same case as 6000089-2006-01359. It was reported that less than 24 hours after a coronary drug eluting stenting treatment procedure, the patient expired. The lesion being treated in the index procedure was a 2.5mm, 80% stenosed, 15mm long portion of the mid circumflex (mid cx). The physician treated the lesion with direct stent placement of a taxus express2 8.8% 2.5x16mm drug eluting stent in the target lesion. There was no residual stenosis. The cath report notes "multiple guides and different wires" were used before the lesion was successfully crossed. Repeat injection showed excellent result; however, proximal to the stent there appeared to be an area of haziness. This was re-evaluated and there was excellent flow into the lcx with "no clot whatsoever". The catheter was removed and before the investigator left the room, the patient experienced chest pain with no st segment elevation. The patient was given demerol. When the investigator returned to the room after speaking with the patient's wife, the patient began having severe chest pain with st segment elevation. It was felt that there was acute closure proximal to the lcx stent. The lcx stent segment and segment proximal to it was predilated and a 2.5 x 12mm taxus express2 stent and was unable to be deployed, so it was removed. It was felt that there was not a critical stenosis. It was noted that the stent was removed out of the sheath and "it came on the catheter and apparently stuck somewhere in the sheath and we could not see it." The patient needed to void and a foley catheter was placed. Blood pressure went up and he began having chest pain and became bradycardic. A temporary pacemaker was inserted and advanced to the apex of the right ventricle. The patient went into cardiopulmonary arrest and CPR was started. An intra-aortic balloon was inserted, because of extreme hypotension and the patient was intubated. The lcx and lmca trunk were evaluated with multiple views with no evidence of dissection. Stat echo showed large clotted pericardial effusion secondary to pacemaker. The catheter was pulled out of the pacemaker during the echo imaging. The patient's chest was opened and a clot and tamponade were discovered. The investigator closed the right ventricle hole with his finger and the patient was brought to the or to have repair for right ventricle puncture. On the way to the or, the patient developed ventricular tachycardia and fibrillation and could not be defibrillated. It was noted that the patient's heart muscle was extremely fragile and weak which was the cause of the perforation from the pacemaker insertion. Despite efforts to save the patient's life, he developed cardiopulmonary arrest on his way to the or and was pronounced dead in 2004. Discharge summary notes that the patient died from perforation of the right ventricle due to a very weak heart muscle, in spite of the fact that lcx stenting was successful without any evidence if dissection. "It was noted during the echo in the catheterization laboratory that perforation was due to the tip of the temporary pacemaker as seen on the echo." Discharge summary notes that "it was very interesting that the patient developed massive st segment elevation at the time of chest pain." Therefore, the investigator felt that the patient had acute closure of the stented segment of the lcx; however, repeat injection in several views showed the stented segment was widely patent which was felt to be secondary to acute pericarditits and cardiac tamponade. Cause of death was noted as "ptca, stent complications". No autopsy was performed.

Manufacturer narrative:
The stent remains in the patient and the delivery device has been disposed; therefore, no direct product analysis will be available. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.